Event description:
It was reported that the pump touch screen was "foggy/hazy" looking. There was no reported impact to the patient¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.